Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments as well as three electronic photos and one x-ray image were evaluated. Sample appeared to have residue throughout the device. Gross examination of the port body showed multiple puncture access of the port septum and distinct curvature of the catheter. A complete circumferential break was noted approximately 4.6cm from the distal end of the cath-lock. The proximal segment was returned attached to the port body. The distal catheter segment measured approximately 14.7cm in length. There appeared to be necking distal to the 10cm depth mark on the distal catheter segment. Multiple punctures were observed on the port septum. Both edges of the complete circumferential break were smooth, with striations noted on both break surfaces. Necking was observed just distal to the 10cm depth mark upon gently stretching the distal catheter segment. The investigation is confirmed for the observed fracture and subsequent partial detachment. Due to the nature of the complaint it is inconclusive whether or not the port system was able to be flushed and aspirated prior to the removal of the port system. The investigation is also confirmed for the observed kinking on the catheter during evaluation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 04/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post port placement, the device allegedly failed to aspirate and infuse. It was further reported that through x-ray examination revealed the catheter was allegedly fractured. Reportedly, the middle of the catheter was constricted and removed. The was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, an image and photo were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that sometime post port placement, the device allegedly failed to aspirate and infuse. It was further reported that through x-ray examination revealed the catheter was allegedly fractured. Reportedly, the middle of the catheter was constricted and removed. The was no reported patient injury.